Manufacturer narrative:
The actual device was not evaluated, but this is a known issue. The root cause was determined to be related to the circuit board design (close proximity of two traces that were insulated with a membrane), the insulating membrane material, and the effect of environmental conditions on the membrane. Degradation of the membrane can result in a conductive path being established between the breath indicator led trace and the alarms silence reset button trace at the point where they cross on the circuit board. This conductive path results in the observed intermittent activation/deactivation of alarm silence reset or inoperable alarm silence and/or arrow button(s).(B)(4).

Event description:
Covidien received information stating that the alarm silence/ reset button on the ht70 ventilator and the down arrow button were non functional. There was no patient involvement.